Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was noted that the ground prong on the ac power cord plug was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.